Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the led segment on the display is not turning on when it should. Customer reported that the segments that are missing are the far right "8" led block at the top right segment of the device. There were no consequences or impact to the pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.